Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold due to micro-dislodgement. Moreover, the patient had perforation. Hence, this rv lead was explanted. Additionally, during the extraction, this lead was perforated by access needle. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold due to micro-dislodgement. Moreover, the patient had perforation. Hence, this rv lead was explanted. Additionally, during the extraction, this lead was perforated by access needle. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm a damaged/defective observation with the lead based on visual inspection showed damaged insulation likely induced damage during explant. Moreover, the high capture threshold and dislodgement were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. The perforation or pericardial effusion or cardiac tamponade are known risk associated with medical procedures involving implanted cardiac leads.